Event description:
Sales representative indicated that tibial bushing disengaged from tibial base plate during preparation for surgery. The stem could not be separated from bushing to attempt re-assembly. Another tibial stem and tibial bushing assembly was chosen and assembled successfully.

Manufacturer narrative:
Device not returned for evaluation. Current information is insufficient to allow a conclusion as to the cause of the event. Review of the device history records show that the lot was released to distribution with no recorded anomalies or deviations. Device not returned to manufacturer.